Manufacturer narrative:
(B)(4). A partial lead with lead connector measuring 7 cm was returned for analysis. Insulation degradation near distal end of the connector boot was found. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that increasing pacing lead impedance was observed. The lead was explanted and replaced. During explant an insulation fracture was noted close to the connector. Information regarding patient's condition is not available.